Event description:
It was reported that 25 bd nano¿ 2nd gen pen needles had seal sterility issues. The following information was provided by the initial reporter : the consumer reported approximately 25 pen needles were missing teardrop labels prior to use. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-06. H6: investigation summary: customer returned (24) open 4mm, 32g pen needles and (24) loose tear drop labels from lot # 0289901. Customer states that the pen needles were missing the tear drop label. All returned pen needles and tear drop labels were examined and all exhibited heat stakes indicating all tear drop labels were properly attached to the pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 bd nano¿ 2nd gen pen needles had seal sterility issues. The following information was provided by the initial reporter: the consumer reported approximately 25 pen needles were missing teardrop labels prior to use. Date of event: unknown. Samples: available.